Event description:
This report summarizes 3 malfunction events in which the device or cutting accessory fractured. 2 events had patient involvement; no patient impact. 1 event had a prolonged surgery.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events. 3 events were reported for this quarter. Product return status. 2 devices were received. 1 device was not available for evaluation. Additional information. 3 devices were labeled for single-use. 3 devices were not reprocessed or reused.